Event description:
It was reported that the device went into backup mode after receiving multiple shocks. The pt had a vt storm and was scheduled for a vt ablation. During the ablation procedure, the pt died. The pt death was not associated with the reported backup operation.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.